Manufacturer narrative:
(B)(4). Retainer = clear the pump was returned for a critical pump error (open book image) alarm found on (B)(6) 2021. Pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test or verify critical pump error (open book image) alarm due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, motor, and battery tube.¿unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to display blank display. Swapping out test boards confirms blank display is isolated to pcba1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, cracked case at battery tube side and broken belt clip rails. Critical pump error (open book image) alarm unknown due to blank display. Blank display due to moisture damage on pcba 2. Unable to download history files and traces due to blank display

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back of the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.